Event description:
(B)(4). Initial report received on (B)(6) 2008 from a dermatologist, additional info received on (B)(6) 2008, all info was assessed at the same time. (B)(4). A female pt with unspecified age and relevant history had received injection of poly-l-lactic acid (sculptra) in (B)(6) 2007 (exact doses and indication were not provided). One year later, on (B)(6) 2008, she presented with granuloma (unk localisation) secondarily diagnosed as small nodule. It was not mentioned if poly-l-lactic acid had been stopped. Corrective treatment, if any, was not reported. At the time of this report, outcome is unk. Further info has been requested.